Event description:
The facility sent the infusion pump in for service. The baxter service techinician found a failure code 812:02 in the event history. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. No additional contact information was provided.